Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. A stored episode from the device indicated that the patient had an accelerated ventricular arrhythmia episode and shock therapy. The health care professional (hcp) was to discuss the findings with the physician. Attempts to obtain additional information were made but were unsuccessful. The device remains in service. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--